Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. No electrical anomalies were detected. Patient was in good condition and was discharged the next day.

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.